Event description:
It was reported that after inserting and connecting the intra-aortic balloon (iab), the console generated an auto-fill failure alarm. The customer changed the catheter extender for a new one and therapy was continued. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name - the first people's hospital of (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
An extender tubing was returned. No iab catheter was returned. An underwater leak test of the extender tubing was performed and no leaks were detected. We were unable to confirm the reported failure due to the condition of the returned product. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a